Manufacturer narrative:
Insulin pump received with a loose/flush drive support disk. A cracked case, crack battery tube threads and scratched display window also noted.

Event description:
It was reported that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.